Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured. No additional information was provided.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 60, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured. No additional information was provided. It was further reported that the 100% stenosed target lesion was located within the severely tortuous and severely calcified arteriovenous fistula. During the procedure, the balloon was inflated twice. The procedure was subsequently completed using a non-boston scientific device.